Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and no anomalies were found. (B)(4)

Event description:
It was reported that during an initial implant, the left ventricular (lv) lead was tracked into the target vessel. After the patient took a deep breath and had a short spell of coughing, the lead was dislodged into the main coronary sinus and eventually into the right atrium. The lead was removed and replaced. No patient complications have been reported as a result of this event.